Event description:
It is reported that a customer received no delivery alarm on their insulin pump. The patient's blood glucose level was 224 mg/dl at the time of the call. The customer stated that the issue was resolved with a complete reservoir and infusion set change. The customer does not want to return the used reservoirs back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.